Manufacturer narrative:
The customer's meter was returned and tested with control solution. All results fell within the assigned range. The customer's test strips were not returned.

Event description:
A hospital reported a complaint of high readings on their xceed blood glucose meter and optium h test strips. A patient who was in intensive care was tested with xceed and optium test strips and obtained a value of 4 mmol/l. A test obtained in the laboratory gave 2 mmol/l. When plotted against each other on a parkes error grid, the readings fell in the 'c' zone. The difference is considered clinically significant. It is not known if the comparison was done within a 10 minute timeframe. There was no report of death or serious injury or mistreatment.